Event description:
A low advia centaur xp psa result was obtained on a patient sample and was questioned by the physician. The low result was considered discordant when compared to the patient's clinical picture. Repeat testing was performed on diluted samples and the results were higher. A redraw patient sample was tested and the result was high. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp psa result.

Manufacturer narrative:
The cause for the discordant advia centaur xp psa result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use (IFU) under the high-dose hook effect section states the following: "patient samples with high total psa levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with total psa levels as high as 10,000 ng/ml (10,000 ug/l) will assay greater than 100 ng/ml (100 ug/l)." The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."